Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a normal generator change out procedure, the right ventricular (rv) set screw was found to be stripped. The device could not be removed from the rv lead. The lead was cut off at the header, capped, and replaced on (B)(6) 2019. The patient was stable. Related manufacturer reference number: 2938836-2019-15147.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.